Event description:
Report of device explantation and non-incorporation. Patient had breast reconstruction on (B)(6) 2010 with initial postoperative redness and seroma, which was drained. At the time of exchange, in (B)(6) 2011, the device was found to be non-incorporated. Follow up information has been requested

Manufacturer narrative:
Review of information reported to lifecell. Review of the device history records for the device review of the lifecell complaint system for any similar complaints reported to lifecell against this lot. Review of the device history record resulted in no remarkable findings, with no deviations related to the nature of this complaint. As of (B)(4) 2011, (B)(4) devices were distributed from lot s10730 and (B)(4) devices were reported as implanted. As of today there is no other similar complaint was reported to lifecell against complaint lot s10730. Due to lack of information lifecell decided to report this event. The finding of non-incorporation was an occult finding at the time of exchange. There was no report of a clinical issue prior to this finding.